Event description:
It was reported that the implantable neurostimulator was going to be moved to a new pocket because, the wound was not healing properly following implant in october. The physician wanted to "take it all out" and put it on the other side. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information stated the implantable neurostimulator (ins) was repositioned without difficulty. Impedances were all within normal range. It was stated "as far as the representative knew, the patient was doing well".

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).